Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawers, along with all cubie pockets, had failed and were not detected on the bus. A field service engineer found no lights in the module controller and replaced the module controller. Both drawers and all cubie pockets recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, had a device was not communicating and the drawers were completely unrecoverable. The customer stated that there was a major disruption in patient care workflow. There were no adverse events or injuries reported based on this event.